Event description:
It was reported that during a routine follow-up device interrogation, the atrial lead exhibited noise. The device was reprogrammed and he patient was doing well post event. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).